Event description:
It was reported that a patient's cadd-legacy® 1400 pump had been left on the whole night and the cassette had also been full and even left in the morning in it. The patient got medicine the whole night. The patient had not experienced any harm, but slept well even though the pump had been left on the whole night.